Manufacturer narrative:
Event date is an estimate. The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacturer report number: 1627487-2021-18716, 1627487-2021-18717, 1627487-2021-18718, 1627487-2021-18719, and 1627487-2022-00488. It was reported the patient lost therapy due to not charging both ipg for an extended period of time. As result, surgical intervention took place where in both ipg were explanted and only one ipg was replaced due to only 1 lead being utilized.

Manufacturer narrative:
Initial reporter corrected.